Event description:
The advocate stated her mother received a blood glucose reading of "lo" from her breeze2 and a reading of 498mg/dl from another meter. The difference between the readings falls in the "d" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The advocate was advised to return the test strips for evaluation. Replacement test strips were sent to the customer.

Manufacturer narrative:
Model number was not provided. Initial reporter information was not provided.